Event description:
Device deployed to perform automated chest compression on a cardiac arrest victim who was estimated to be pulseless and no spontaneous respirations for nearly 1 hour. Since family began CPR the emergency medical system rescuers continued CPR upon arrival. However, it was communicated by the rescuer's that there were signs of lividity. The device was started and performed about 6 compressions and the chest bands opened spontaneously. Manual CPR was initiated as instructed in the user guides.